Manufacturer narrative:
Correction: h6. Medical device problem code should not include "inappropriate or unexpected reset", it should include "device in backup-mode" instead.

Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was noted that pacemaker was in back-up mode and the device status report displayed dashes, with battery voltage and estimated longevity unavailable. The clinic attempted a backup restoration, but the download failed, likely due to low battery status. No other intervention was reported. Patient condition was stable.